Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigations, peeling of glue was presumed to be caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection of the device found peeling on the c-body (control body) forceps cover glue. Crack on ¿a-rubber glue¿ bending section was found. In addition one (1) broken element was determined on the um (ultrasound image). Based on evaluation findings the found failures could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
During an asset return inspection the device c-body (control body) forceps cover glue was observed to be peeling. There was no patient involvement, no user injury reported due to the event.